Manufacturer narrative:
Initial reporter address: (B)(6). Postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location while still in the over pouch. The device had been filled with 3500mg fluorouracil in 0.9% sodium chloride. This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: april 1, 2019 - april 2, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid contained inside the bag containing the device. The photograph suggested a leak condition may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.